Manufacturer narrative:
(B)(4). The customer returned a single guide wire, catheter, dilator, and the product lidstock for evaluation. The guide wire showed evidence of use. Visual examination of the guide wire revealed several kinks/bends throughout the body. The distal j-bend was slightly misshapen but intact. Visual examination of the catheter revealed no obvious defects or anomalies. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major bends in the guide wire were located 51mm, 146mm, 165mm, 283mm, 392mm, 497mm, and 556mm from the proximal tip. The overall length of the guide wire measured 602mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.799mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The length of the catheter body measured 215mm which is within specifications of 207-227mm per catheter product drawing. The outer diameter of the catheter body measured 2.462mm which is within specifications of 2.39-2.49mm per catheter extrusion drawing. The guide wire was advanced through the returned catheter, a lab inventory ars, and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through all components only encountering resistance at the major bends. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations along its body, the catheter had no obvious defects or anomalies. The returned guide wire and catheter met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when attempting to remove the guide it doesn't come out and stretches. This issue was detected prior to patient use. A new catheter was placed.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that when attempting to remove the guide it doesn't come out and stretches. This issue was detected prior to patient use. A new catheter was placed.